Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set cannula kinked event on (B)(6) 2024. The infusion set was in use for half a day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.